Event description:
Information was received indicating that this smiths medical cadd solis vip failed the volume test (21.73, 21.66, 21.62). No adverse effects reported.

Manufacturer narrative:
Other text: b5: additional information received and attached from customer via email dated (B)(6) 2021. The event occurred during bench test at the testing facility. There was no patient involvement. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was missing, scratches on lcd lens screen. The customer stated problem was duplicated. Three separate delivery accuracy tests were performed, the pump was found to be over delivering to the manufacturing specifications. Inaccurate delivery: expulsor was out of mechanical specs. Device was over delivering. Pump's expulsor was replaced in order to bring the delivery into more nominal of a range. The root cause could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.